Event description:
It was reported that three days after implant of the right ventricular (rv) lead, the patient experienced cardiac tamponade. Rv lead perforation was confirmed. The perforation was surgically corrected and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.